Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The troponin t reagent lot number was 725756 with an expiration date of 30-nov-2024. Qc was initially out of range but was within range when repeated. "Abnormal aspiration" alarms were observed on the alarm trace data; this alarm can be an indication of poor sample quality. The field service engineer (fse) cleaned the sample probe and performed instrument checks. Operational and mechanical checks passed within specification. Qc was performed. The service actions resolved the issue.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6) . The customer had no issues with any other patients or tests; the issue only occurred with this patient.

Event description:
The initial reporter complained of discrepant results for 3 samples from 1 patient tested for elecsys troponin t gen 5 (troponin t) on a cobas e 801 analytical unit. Three samples were obtained from the patient: a baseline sample (sample 1), a 1-hour sample (sample 2), and a 3-hour sample (sample 3). The initial results for each sample were reported outside of the laboratory. The result of 46 ng/l from sample 2 was questioned by the physician and failed a delta check. Due to the difference in the initial results between sample 1 and sample 2, the customer repeated all 3 samples on the e801 analyzer in question and a different e801 analyzer. The repeat results from the different e801 analyzer were believed to be correct and corrective reports were issued with these results. Sample 1: the initial result was 8 ng/l. The repeat result was < 6 ng/l with a data flag. The repeat result from a different e801 analyzer was 7.08 ng/l. Sample 2: the sample was run initially with a sample error; a numeric result was not received. The sample was run again after the error and the result was 46 ng/l. The repeat result was 6.34 ng/l. The repeat result from a different e801 analyzer was 7.70 ng/l. Sample 3: the initial result was 7 ng/l. The repeat result was < 6 ng/l with a data flag. The repeat result from a different e801 analyzer was 7.59 ng/l.